Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that upon interrogation the pacemaker showed a half year remaining battery life. When the field representative went to print the report, it showed two years remaining. It was noted that no changes were made to the programmed parameters. Boston scientific technical services (ts) was consulted and discussed the current settings. It was thought that there may be a discrepancy due to auto capture. Since the magnet rate was at 90, ts advised to use the half year remaining calculation and considering saving the device's memory to disk. A save to disk of the device's memory was not performed, however the patient will be scheduled for an explant procedure in the future. The explant has not yet been scheduled.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the pacemaker was explanted and replaced. No additional adverse patient effects were reported.